Event description:
It was reported that "the doctor found that the connector of the sterile protective sleeve near the arterial sheath tube had become loose during normal use of the iabc. After reconnection, it could not be securely fixed". Another iab was not inserted. No patient harm or injury. The patient status is reported as "fine".

Manufacturer narrative:
(B)(4). Other remarks: n/a. Corrected data: n/a.